Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) over 580 mg/dl with lethargy and irritability. During troubleshooting, customer support (cs) determined that the pump had a power/battery life issue that had occurred with 3 separate batteries from at least 2 separate packs. The patient was advised to discontinue use of the pump. This complaint is being reported because the patient experienced hyperglycemia and the power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: low battery warnings and a replace battery alarm observed in the black box. Short battery life observed in the pump histories. Daily insulin delivery totals correctly reflect user's programmed basal rates. The pump electrical current draws were tested and were within specifications. Pump passed delivery accuracy test and found to be delivering within required specifications.